Manufacturer narrative:
Approximate age of device - 3 years, 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital from (B)(6) 2018, for suspected pump thrombus with a lactate dehydrogenase (ldh) in the 900s u/l. The patient's ldh on (B)(6) 2018 was in the 300s u/l. No further information was provided.

Manufacturer narrative:
Device manufacture date: additional information. Investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6) and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no further events have been reported at this time. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: patient missed 2 doses of coumadin prior to event. CT scan, rhc, and echo were all negative. Patient's aspirin was increased, persantine was added, and anti-platelet therapy was adjusted.